Manufacturer narrative:
(B)(4) secondary, peripheral. (B)(4).

Event description:
The reporter stated the surgeon implanted an 13.0mm icm130v4 implantable collamer lens on (B)(6) 201 in patient's right eye. The lens was explanted on (B)(6) 2011 due to excessive vault. Patient experienced pupil block, angle closure and elevated iop. A peripheral iridotomy was performed. No other lens implanted.